Event description:
The customer reported that this device was taken off the code cart, removed from the packaging, tested and during testing the balloon was noted to be broken. It was never used on the pt. The nurse obtained another unit from the cath lab which worked fine. The pt was stabilized and went to ICU. Additional information received on (B)(6), 2010 relayed that the pt expired sometime following the transfer to ICU.

Manufacturer narrative:
This event is being reported due to a death associated with this device. A follow-up report will be sent upon completion of an investigation.